Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative that the hub of the blade that holds the navigation piece was loose and came apart during setup for an endoscopic sinus surgery procedure. A back up device was used. There was no delay with the procedure. There was no patient impact.